Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) battery not charging. No patient involvement reported.

Manufacturer narrative:
Due to character limit in e.1. Initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge fse evaluated the unit and found issue with power management board. Replaced the power management board and batteries began to charge. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Unit returned to customer.